Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a case, all the navigation trackers in a new set were not gliding in smoothly. The clinical specialist representative (cs) also reported when using the orange tracker in this set and putting in a screw, that it hit something in the shaft. The cs was unsure what it might have hit. An imaging system spin was not taken. There was a surgical delay of less than 1 hour. The patient outcome was unknown. Additional information was received. It was reported that after performing an imaging spin, the cs noticed 2 screws at l1 and l2 on the left side were out of place. All the other screws were perfect. The site put in new screws and everything was fine.